Event description:
Acct. Reports noting air leaking when using stopcock. State they use the stopcocks when doing angioplasty. States they utilize 20 atmosphere of pressure which translates to 293.919 of psi. No pt. Injury or medical intervention required.